Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
Philips received information from the field service engineer (fse) who was performing service on the philips CT system with the front gull-wing cover open to access the rotating frame. The system is designed to be able to override the gantry front cover gull-wing switch by "pulling it out". The fse pulled the switch out to energize the gantry. The gull-wing safety "fridge" switch slipped out of the metal enclosure and the switch contact shorted to the chassis (there is 120vac on switch contacts). This short caused an open foil run on the ac control unit. The fse confirmed he was not harmed.